Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024 due to high blood glucose level. Blood glucose level at the time of event was 596 mg/dl. Patient was found positive for ketones level. Patient was treated with insulin via manual injection. The duration of hospitalization was greater than 24 hours. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 6004623 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 18, version 39 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted esulting in the following: the lot 6004623 was manufactured according to the documen version 52 on the packing process in the line 1, on 03/dec/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.